Event description:
The manufacturer received information alleging that a ventilator failed to power on and was alarming with a red screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code was found in the ventilator's downloaded error log. The device's flow sensor assembly and system board were replaced to address the issue.